Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown) sigpshell, sig power sigpshell control shell, (lot# unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right hemicolectomy, side to side anastomosis, the cartridge could not be removed and did not come off, and a resection of the entrapped portion/stuck part, and additional suturing was also performed. Additionally, the reinforcement material was not released.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the returned photos contained views of the reload. The jaws of the reload were open and pushers could be seen along the full length of the reload. The distal sutures were not released. Analysis of the returned product indicated that the sled had not been fully advanced. It was reported that the trs material did not release. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.